Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was not logging data despite being in use. There was no reported impact to the customer's blood glucose level. Customer reported pump was functioning as intended.